Event description:
During a transurethral resection procedure ("t.u.r.p."), a loop electrode snapped off the device and fell into the prostate. An x-ray was not ordered. The hospital nurse reported that to the best of their recollection, the piece was not retrieved from the patient nor was the piece recovered from anywhere else in the procedure room. The procedure was completed with another electrode.